Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was requesting customer to change the cartridge and customer did not know why. Tandem technical support (cts) indicated that the customer may have inadvertently entered the load process. Cts assisted the customer with the loading process and resuming insulin delivery. The customer did not know if their blood glucose level was affected.